Event description:
It was reported that the high voltage lead impedance had increased and was varying. A care alert had triggered due to the impedance increase. The lead remains in use and will be monitored. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.